Manufacturer narrative:
The account zeroed the scale with the pt in the bed, user error. The account zeroed the scale with the pt out of the bed to resolve the issue.

Event description:
The account alleged the pt position module will not set. No pt impact.